Event description:
While at the bench to repair another issue, the philips bench tech observed the battery pins were bad. There was no reported patient or user involvement and no adverse patient/user impact.